Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no reported damage or moisture visible in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 20-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 09-mar-2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. No damage was found to the returned battery compartment. No damage was found to the battery cap or the battery compartment. The returned battery cap contact measurements were within specifications. The returned battery cap fully attached to the pump with no yellow o-ring visible. The pump powered up to the verify screen with auditory and vibratory features. The pump was run for 24 hours with the returned battery cap and no power on reset events were duplicated. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. The complaint of a power issue was unable to be duplicated during investigation. Unrelated to the original complaint, the display had a pink contrast.